Event description:
Depression study patient was hospitalized due to episodes of bradycardia and syncope. The feelings of bradycardia occurred "every second week", most often following the patient's psycotherapy sessions as the patient is always very excited after these sessions. The patient was recently seen in hospital emergency room (approximately six months after the onset of symptoms) with subsequent hospitalization due to syncope of uknown origin and suggestion of bradycardia. The patient with low oxygen saturation and respiratory insufficiency. Treating physician plans 24-hour holter monitoring and testing for sleep apnea. Investigation to date has been unable to determine the cause of the reported events.